Manufacturer narrative:
No patient involvement was reported. Device is an instrument and is not implanted/explanted. DHR review was completed. Part: 323.202 lot: 3669302 manufacturing site: (B)(4). Release to warehouse date: 11.mar.2011. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Service & repair evaluation: the customer reported the spring was missing. The repair technician reported the pin would not go through the fixed side or variable side, which showed that the device was bent. Bent is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Investigation flows: visual (appearance not as expected) & damage: visual (appearance not as expected). Visual inspection: visual inspection of the returned device performed at customer quality (cq) confirmed the condition of a missing compression spring component which agrees with the reported complaint condition. It was also observed that the 2.4mm drill guide tube is bent approximately 15 degrees off axis. The 1.8mm drill guide tube is bent inward at the distal teeth. Document/specification review: the returned device was manufactured in march 2011 and is over 7 years old. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. The 2.4mm universal drill guide assembly design drawings were reviewed during this investigation. No product design issues or discrepancies were observed. Dimensional inspection: the compression spring component is missing and therefore any relevant dimensional inspection is not possible. The inside diameter/cannulation of the bent 2.4mm drill guide tube measured ø2.48mm at cq which is within specification of ø2.5mm +/-0.05mm per 2.4mm drill sleeve component design drawing. The outside diameter of the bent 2.4mm drill guide tube measured ø3.38mm at cq which is within specification of ø3.4mm +/0.05mm per 2.4mm drill sleeve component design drawing. The inside diameter/cannulation of the bent 1.8mm drill guide tube measured ø1.90mm at cq which is within specification of ø1.9mm +0.05/-0mm per 2.4mm drill sleeve component design drawing. Note: a 1.88mm gauge pin was the largest that would pass through the entire cannula easily. The 1.9mm pin would pass through most of the cannula but encounters much resistance at the distal toothed tip which is bent inward/collapsed due to post manufacturing damage. The outside diameter of the bent 1.8mm drill guide tube measured ø2.53mm at cq which is within specification of ø2.6mm -0.03/-0.08mm per 1.8mm drill sleeve component design drawing. Conclusion: a definitive root cause for the missing spring could not be determined based on the provided information. The most likely cause is disassembly of the device for sterile processing and misplacing the spring. The most likely cause for the bent tubes is rough handling or excessive pressure on the device during use causing the cannulated thin wall tubes to deform over 7+ years of use. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the spring of the universal drill guide is missing. Issue was discovered when the instrument room staff was reassembling the device on (B)(6) 2018. No patient or surgical involvement. Evaluation of the returned device revealed it is bent. This report is for one (1) 2.4mm universal drill guide. This is report 1 of 1 for (B)(4).